Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer recently went to the emergency room via paramedics due to a blood glucose level of 45 mg/dl. Blood glucose level at the time of the call was 413 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. During troubleshooting, the insulin pump did not show any malfunction. The insulin pump was not replaced or returned for analysis.